Event description:
It was reported that the insulin pump had an unresponsive act button that became stuck intermittently. The caller did not know the blood glucose reading. The caller stated that the button usually became stuck during the prime process. The caller did not observe any significant events leading to the keypad issues. He noted that the insulin pump was in the bathroom when he took showers and had been bumped in the past. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube or vibrator noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.